Event description:
Related manufacturer's reference number: 2017865-2021-38193. It was reported that the patient presented to the emergency room. The physician discovered that the implantable cardioverter-defibrillator (ICD) had delivered inappropriate shock. A chest x-ray was performed that revealed that the right ventricular (rv) lead was dislodged and was exhibiting noise. The physician opted to explant and replace the ICD, and a new ICD was successfully implanted. The rv lead was capped and replaced on (B)(6) 2021. The patient was discharged.

Manufacturer narrative:
The reported event of inappropriate therapy being delivered was confirmed through analysis of the electrograms. Bench testing, including sensing and hv output testing, showed normal function. The cause of the inappropriate therapy was unable to be determined.